Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). H.6. Investigation summary: material #: 368835 lot/batch #: 3296785 bd received 15 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed in one of the samples. Additionally, 10 of the returned samples along with 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder separated from the needle. No patient impact reported.